Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. (B)(4).

Event description:
It was reported that the programmer would not power up and the fan did not work. The programmer was returned for servicing. No patient complications have been reported as a result of this event.